Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s938usqs8bzbb hardware: sm-s938u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. Reported symptoms include pain, nausea and vomiting. The patient also reported that they believe that the incident may be related to their prior diagnosis of gastroparesis. The patient was treated with intravenous fluids and intravenous insulin. The patient was discharged on (B)(6) 2026.